Manufacturer narrative:
(B)(4). Reset button. The analysis results of the (B)(4) found that it was received with the reset button in disarmed position. The instrument was armed and in an attempt to replicate the reported incident, the device was functionally tested to detect any insertion issues. During three non consecutive testing sequences the reset button did not activate. On the remaining sequences the reset button activated and retracted to home upon penetration as intended. No conclusion could be reached as to what may have caused the found condition of the reset button. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a robotic hysterectomy procedure, the safety button did not retract. Case completed with same trocar. There were no patient consequences reported.